Event description:
A falsely elevated troponin I result of 8.7 ng/ml was obtained on a patient sample. The result was reported. The same sample was retested and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicates a sample integrity issue.